Event description:
Healthcare professional has provided a photograph which shows a broken device with gel in a syringe. The affected side is unknown. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: photograph which shows a broken device with gel in a syringe.